Event description:
It was reported that the patient's ipg was deemed inoperable, due to not utilizing as recommended. As a result, the patient's ipg was explanted and replaced with a different model. Therapy was restored post-op.